Event description:
It was reported that, during patient use, the ventilator stopped cycling. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The customer service engineer replaced the exhaust filter to resolve the issue. The device passed all tests and calibrations per manufacturer specifications.